Manufacturer narrative:
(B)(4). Concomitant medical products: 00575001401, nexgen lps femoral component, lot 62134275; 00598003702, nexgen stemmed precoat tibial component, lot unk. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted. This report is number 1 of 3 mdrs filed for the same patient (reference 3007963827-2017-00025, 0001822565-2017-01680, 0001822565-2017-01681).

Event description:
It is reported that after a knee arthroplasty the patient experienced pain, limited mobility, and warm to touch knee. The patient underwent a surgery to treat a neuroma excision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2018-00045.